Event description:
It was reported that the pump's alarm sound was not annunciating. Cts was able to confirm that the pump was operating as intended. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.